Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is complaining of additional pain in her left hip area when the stimulation is on. The patient stated her scs system is covering her original pain well. But, when she turns her stimulation on she experiences a temporary pain in her hip. The pain dissipates after approximately 16 hours with the stimulation off. The patient consulted with her physician and a CT scan was ordered. The physician stated they will wait for the CT scan results to decide on the next course of action.